Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Product evaluation: analysis results not available; the device has not been returned for evaluation.

Event description:
It was reported that "during a frontal sinus procedure, 3 burs were broken at the tip." There was no patient impact or injury.

Manufacturer narrative:
Date of this report: 02/09/2016. Device available for evaluation? Yes. Returned to manufacturer: 03/07/2016. Date manufacturer received: 04/18/2016. Product evaluation: received 3 samples for analysis. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing, all three sample bur shafts were completely separated from the tips of the burs, with the location of the breaks at the spiral wraps. There were two detached tips returned with the remainder of the burs, both measuring approximately 1.2 cm in length. When turned by hand, all of the samples spun freely, indicating that the spiral wrap did not stretch and expand before breaking and likely indicates that the tip was suddenly seized. The inner shafts of each bur were retracted for viewing, and under magnification, there were striations present approximately 1.6 cm from the distal end of the inner hub, which corresponds to the metal/plastic junction of the outer tube. The metal on metal contact between the inner and outer assemblies paired with the damaged condition of the spiral wrap is consistent with excess pressure being applied during use. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Method: actual device evaluated; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.